Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4).. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Root cause analysis: the flow rate report of affected batch 23f02ged71 was reviewed. (B)(4). Received 1 used easypump ii lt 400-40-s-EU/sa. As received condition, the clamp clip of received sample was unclamped, and wing cap was not connected to the patient connector. The received sample was weighed and recorded at 120.49 g. The average weight of an unfilled easypump for this article is 115g and the retained volume should be 10g. This deduces that the received sample has emptied. Visual inspection had done throughout the received sample. No abnormalities were observed. The sample was decontaminated and sent for flow rate test (202405132892). The flow rate deviation from nominal flow rate for received sample was -3.68%. The flow rate of received sample was within the specification ±15% deviation from nominal flow rate. However, there are some possibilities that to cause the fast flow rate to occur during application, such that one or combination factors are listed as below: factor 1: temperature the temperature of the surrounding will affect the flow rate of the sample. For every increase of 1°c, the flow rate of the sample will increase approximately by (B)(4). For example, if the flow restrictor of the product reaches the temperature of 37°c, the flow rate of the sample will increase by approximately (B)(4) which means the flow rate will increase from 10ml/hr to 11.8ml/hr. Factor 6: external pressure external pressure such as squeezing or laying on the pump will increase the flow rate which cause the pump to empty earlier than the nominal time. Simulation of external pressure had been conducted. The flow rate of the product can increase when external force is applied to the pump. However, this external force is against the intended use of the product according to IFU. Factor 3: folder outer shell according to IFU, the outer layer has to be unfolded properly prior filling. Folded outer shell will act as the external pressure to elastomeric membrane and increase the flow rate of the product. Summary of root cause analysis: since the flow rate of received sample was within the specification, hence we considered this complaint as not confirmed.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the customer a patient underwent 5fu infusion therapy at a rate of 4000 milligrams per 400 milliliters (4000 mg/ 400 ml) (B)(6) 2024 at 1:08 p.m. The patient was discharged with a pump to home care. On (B)(6) 2024, the patient returned to disconnect the pump and informs the competent nurse that the therapy has expired on (B)(6) 2024 at 8:30 p.m.